Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles present in reservoir tubing. It was reported that the customer was informed to review the relevant infusion set and pump instructions for use manual. It was reported that replacements would be sent out. No further information provided.